Event description:
It was reported that subsequent to successful coronary stent deployment, the physician experienced difficulty getting the balloon to release from the stent. After several attempts at removal and some manipulatioin the balloon released from the stent. No patient injuries or complications occurred.